Event description:
It was reported that the polarity of the pacing lead was switched from bipolar to unipolar due to dropping impedances. The impedances started to drop even in the unipolar configuration as well. The lead was extracted and replaced on (B)(6) 2017. No adverse patient events were noted and the patient was stable.

Manufacturer narrative:
A stretched partial lead measuring 68 cm was returned for analysis. The reported event of low pacing impedance was confirmed. External insulation abrasion was noted at 48.5 cm to 48.8 cm from the distal tip consistent with lead friction to the can or feature of the heart.